Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00578 - 3012447612-2017-00588.

Event description:
It was reported that 11 closure tops were damaged during surgery. They each were damaged as they were being assembled into the mating pedicle screws. There were no reports of patient impacts associated with this event. This is report three of eleven for this event.

Manufacturer narrative:
Additional information: the closure top was not returned for evaluation so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Device evaluation: visual inspection revealed the eight returned devices with lot number 86fp, seven have damaged threads and one has a stripped hex. The two returned with lot number 86fm have damaged threads. The one returned with lot number 84gd has a stripped hex. Potential cause root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during use. Device use and compatibility these devices are used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that 11 closure tops were damaged during surgery. They each were damaged as they were being assembled into the mating pedicle screws. There were no reports of patient impacts associated with this event. This is report three of eleven for this event.